Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation reported as deflation. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported a right side deflation. Device has been explanted.

Manufacturer narrative:
Device evaluation: analysis of the returned device identified flat creases and an opening on the posterior side, a break on the radius. A leak test and microscopic analysis were performed which identified a striated opening, a crack opening on the diaphragm valve, and delamination of valve with about <75% partial separation. Based on the device analysis, the final assessment is a striated edge opening due to surgical damage consistent with the use of a surgical tool., partial delamination of the valve due to adhesive failure, and a cracked valve seat diaphragm valve.

Event description:
Healthcare professional reported a right side deflation. Device has been explanted.